Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. In response to FDA report number: mw5089373. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (early onset).

Event description:
Patient reported an unknown side "feeling sick in may, severe fatigue. Nausea I vomiting. Hot/cold spells, temperatures, loss of appetite, overall feeling very bad," "receive lab work multiple times, all showing I had an infection," "was diagnosed with severe sepsis, septic shock, and was taken to surgery for immediate removal of my implants and expanders." This record will be for the left side. Device has been explanted.